Manufacturer narrative:
The customer reports the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a left brachial shunt, the fox plus balloon ruptured at 6-8 atmospheres during the first inflation. The device was removed and the procedure was completed using another fox plus. There was no adverse pt effect. Though requested, no additional info was provided.